Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous left anterior descending artery that was 90% stenosed. Pre-dilatation was done with a 2.0x12mm nc balloon at 12 and 14 atm. The 3.0x15mm xience v stent was deployed at 10atm followed by post dilatation with a 3.0x12mm nc balloon at 16 atm. A distal edge dissection was observed and covered with a 3.0x28mm xience v stent. There was no adverse patient sequela or clinically significant delay reported. No additional information was provided.